Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). The lv lead was returned. No analysis was performed as reported allegations of infection with sepsis were known inherent risk of device.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The lv lead was explanted.